Event description:
It was reported that the device came in a broken/torn package, which rendered the device unsterile and unusable. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: there was one package received. The package was received with the blister cracked on the corner, compromising sterility. The carton was not provided. Each packaging is visually inspected during the packaging process and damage of this magnitude would have been detected. There were no missing pieces of the blister, therefore the blister was completed and intact when sealed to the tyvek. Damage occurred outside of packaging facility and was caused by impact from the outside. There was no other damage to the package. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.